Manufacturer narrative:
The uninterruptible power supply (ups) was tested and found to be faulty. A replacement ups was sent to the site for issue resolution. A medtronic field service engineer replaced the ups in the system. This resolved the issue. System passed full system checkout after replacement and performed properly. Analysis of suspect ups as follows: confirmed reported problem "ups not lasting more than 2 minutes". When the ups was powered on for bench testing, no fans or leds turned on and the ups made a clicking noise. The batteries were not charging. When the batteries were replaced with a known good battery cartridge, the ups turned on. Battery wouldn't hold a charge. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal surgery, the site unplugged the mvs (mobile viewing station) without turning it off. When they plugged the mvs back into the wall the computer was not powering on. The fan would go for a bit then stop and the monitor remained blank. After about 15 minutes of trouble shooting the surgeon proceeded with a c-arm instead of the o-arm. There was no negative impact to the patient and the surgery was successful.